Event description:
Pain from essure. Major bleeding on periods and have full copies of records of labs and reports of this horrible device I thought was good for me. No one asked or tested to see if I was allergic to what was in it. I lost over 143 lbs on essure. Couldn't eat, that's how bad pain was. Couldn't enjoy sexual encounter either...so I ended up with full hysterectomy on (B)(6) 2013, and also they found endemeotrios during surgery which I have never had before. Major, major pelvic pain, headaches, always dizzy, sick. It was terrible..... I'm glad I got them removed. (B)(4).